Event description:
Patient representative reports patient experienced "pain in one breast". The affected side is unknown, device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reported left side patient experienced "pain in one breast" and ¿rupture of the prosthesis with silicone pouring into the prosthetic pocket. Device has been explanted and replaced with non-allergan device.

Event description:
Patient representative reports patient experienced "pain in one breast". Ultrasound performed showed "presence of multiple rupture points at the level of the internal hemisphere". The patient underwent MRI, which showed "suspicious findings for rupture and worthy of specialist re-evaluation". The patient subsequently "suffered a psychological breakdown that led to continuous sessions with a psychotherapist". The affected side the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Implanting physician: (B)(6).

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reports patient experienced "pain in one breast". Ultrasound performed showed "presence of multiple rupture points at the level of the internal hemisphere". The patient underwent MRI, which showed "suspicious findings for rupture and worthy of specialist re-evaluation". The patient subsequently "suffered a psychological breakdown that led to continuous sessions with a psychotherapist". The affected side is the left side. Device has been explanted and replaced.